Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) found disconnected tubing at the diff mixing chamber that caused the leak. The tubing was reattached by the customer to fix the leak. The fse replaced the motor expansion board and ribbon cable to fix all the errors that were generated. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained blue leak of about 30 ml from the unicel dxh 800 coulter cellular analysis system. There were cassette mixer, stm operation, and nrc board missing error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.